Event description:
In 2008, the patient reported that he received an e6 (mechanical) error while attempting to bolus. He then received an e2 (battery depleted). He stated that he never received an a2 (battery low) alarm. He stated that had seen a battery symbol on the display of the infusion device. The patient was instructed to insert a new battery and the e6 error continued. The patient was instructed to remove the insulin cartridge and retract the piston rod. The patient then reinserted the insulin cartridge and he was able to perform a prime and place the infusion device in the run mode. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.